Manufacturer narrative:
Correction in device analysis: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 6x10. A 4fr angiographic non-boston scientific catheter and a renegade device were also returned. The introducer sheath and delivery wire were returned. The perforations on the delivery wire were not broken. Both couplers were still connected to the delivery wire via the pull wire. The coil was detached from the distal coupler. Visual, microscopic and x-ray analysis was completed on the 4fr angiographic catheter. There were multiple bends on the angiographic catheter. It was observed that the coils were sticking out of the hub end of the angiographic catheter. Both coils were removed from the hub. X-ray analysis showed that the first coil that was inserted and the second coil that was inserted were tangled together at the hub of the angiographic catheter. The returned renegade service showed multiple bends and kinks along the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for coil damage and withdrawing issues.

Event description:
It was reported that the coil fractured internally. An embold fibered 6x10 was selected for use. The physician was attempting to embolize a collateral vessel that originated off the brachial and was shunting flow to the cephalic vein in a dialysis shunt in the upper right arm. A 4f 0.038 non-boston scientific catheter and a renegade hi-flo- microcatheter were in place in the collateral vessel. While attempting to place an embold fibered 6x10 and reposition it, a portion of the coil appeared to not pull back into the microcatheter. It was presumed that the coil had fractured, and although a majority of the coil stayed in position in the vessel, what did remain was stretched. The microcatheter and coil pusher wire were removed as one unit to flush the microcatheter and ensure that no remnants of the coil remained in the catheter. The microcatheter was reinserted and the physician attempted to place an additional embold fibered 6x10 next to the remainder of the first embold fibered 6x10. Before the proximal release perforation was broken, the physician attempted to reposition the second coil, at which point both coils became entangled and were unintentionally pulled back into the microcatheter. It was presumed that the fractured portion of the first embold device had remained in the catheter, and the two coils had become caught on the fractured portion. The microcatheter and both coils were removed in their entirety. No portion of the fractured coil remained within the patient. The embolization procedure was completed using an alternate device. There were no reported patient complications.

Event description:
It was reported that the coil fractured internally. An embold fibered 6x10 was selected for use. The physician was attempting to embolize a collateral vessel that originated off the brachial and was shunting flow to the cephalic vein in a dialysis shunt in the upper right arm. A 4f 0.038 non-boston scientific catheter and a renegade hi-flo- microcatheter were in place in the collateral vessel. While attempting to place an embold fibered 6x10 and reposition it, a portion of the coil appeared to not pull back into the microcatheter. It was presumed that the coil had fractured, and although a majority of the coil stayed in position in the vessel, what did remain was stretched. The microcatheter and coil pusher wire were removed as one unit to flush the microcatheter and ensure that no remnants of the coil remained in the catheter. The microcatheter was reinserted and the physician attempted to place an additional embold fibered 6x10 next to the remainder of the first embold fibered 6x10. Before the proximal release perforation was broken, the physician attempted to reposition the second coil, at which point both coils became entangled and were unintentionally pulled back into the microcatheter. It was presumed that the fractured portion of the first embold device had remained in the catheter, and the two coils had become caught on the fractured portion. The microcatheter and both coils were removed in their entirety. No portion of the fractured coil remained within the patient. The embolization procedure was completed using an alternate device. There were no reported patient complications.

Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 6x10. A 4fr angiographic non-boston scientific catheter and a renegade device were also returned. The introducer sheath and delivery wire were returned. The perforations on the delivery wire were not broken. Both couplers were still connected to the delivery wire via the pull wire. The coil was detached from the distal coil. Visual, microscopic and x-ray analysis was completed on the 4fr angiographic catheter. There were multiple bends on the angiographic catheter. It was observed that the coil was sticking out of the hub end of the angiographic catheter. It could not be removed. X-ray analysis showed that the first coil that was inserted and the second coil that was inserted were tangled together at the hub of the angiographic catheter. The returned renegade service showed multiple bends and kinks along the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for coil damage and withdrawing issues.